Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The product analysis confirmed the reported event. In addition, the investigation found no image. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that the camera was not working, had a hazy overglow. There were no reports of patients¿ harm.